Event description:
The consumer was riding in the chair, when the chair allegedly came to a sudden complete stop and was almost thrown from the chair. Was assisted to start it again, but then it allegedly shut off completely with no driving or seating capabilities. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model fdx-mcg power chair - serial number/date code (B)(4) is approximately 8 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.